Event description:
The customer reported a short battery life and the device did not turn on.

Manufacturer narrative:
(B)(4). The customer reported a short battery life and the device did not turn on. There was no pt involvement. The customer's biomed technician isolated the issue to the battery. The battery was replaced and resolved the issue. The device passed testing and placed back into service. This battery was used beyond its expected life of 18 months. The failure of this battery is not considered a malfunction.